Event description:
On november 17, 2006, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corporation. During an arthroscopic procedure of the left shoulder, the tip of the wand was reported to have detached and remained in the pt. It was reported no pt injury occurred as a result of this event. There is no plan to reoperate. The pt is reported to be doing well.

Manufacturer narrative:
The device was not returned for evaluation. A lot history record review was performed. The device met all product specifications. No conclusion can be made.